Event description:
It was reported that, when the doctor went to place the k-wire into the femoral head, we noticed the sleeves were spinning with the kwire. He tried to remove the kwire and it pulled the whole assembly out. We got the kwire out and tried using the drill guide which went well. Then the doctor advanced the lag reamer using the same outer tube. The reamer advanced with some effort. After measuring for the lag screw the nurse opened the appropriate size screw. The lag screw did not completely lock onto the lag screwdriver. The doctor felt it was locked on enough to place it into the pt. He advanced the lag screw and it stopped before it had even exited the outer tube. Then we could not get the lag screw out of the outer tube. There were significant markings and scratches on the lag screw. The nurse opened the next longer lag screw and it was placed into the pt using the kwire and no sleeve. After making sure the lag screw was placed appropriately with image intensity. We went on with the case. There was no pt incident.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: 1320-0200 lag screwdriver gamma3 380x110mm, lot # unk, (B)(4) lag screw guide sleeve gamma3 25x245mm, lot# unk.